Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had repeatedly lost prime, and the patient had blood glucose (bg) values from 39-569 mg/dl with moderate ketones. No unusual treatment was needed. During troubleshooting, customer support found that the cartridges were being used per IFU, and that the cartridge cap was properly tightened. The issue had occurred with several cartridges, from different boxes. This complaint is being reported because the prime issue was not resolved, and the patient experienced hypo- and hyperglycemic events.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. Black box shows on (B)(6) 2014 at 16:17 a loss of prime warning; the warning was confirmed multiple times; deliveries resumed when pump was primed at 20:39. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. The force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed (see attached). Pump found to be delivering accurately and within required range. Unidentified force low observed in the black box, force sensor calibration in specification.